Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion was located in the non-tortuous, non-calcified right coronary artery (rca). There was a 70% stenosis. The physician advanced the 3.00x20mm taxus express2 drug eluting stent to the lesion and deployed it at 16 atms without predilation. The control angiography showed a great amount of thrombi that occluded the artery. A clot extractor catheter was advanced, with which a great amount of thrombi was removed. Then a 2.0x15mm maverick ii balloon was advanced, with which the whole extension of the artery was crossed without difficulty. Next, a 3.0x20mm liberte stent was deployed at 16 atms distally to the taxus stent and then a 3.0x20mm liberte stent was advanced, which was deployed proximally to the taxus stent at 16 atms. The control angiography showed good permeability with timi iii flux, so the procedure was concluded and the patient was sent to the coronary unit in a hemodynamically stable state. The patient did not have a clotting disorder and the final stent position was well apposed.

Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.